Event description:
It was reported that this right ventricular (rv) lead did not deliver successful electric shocks when the patient experienced a ventricular episode. Additionally, the position of the lead was not optimal. A revision procedure was performed and this leas was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.